Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history has several large primes recorded. During the rewind and load steps a cartridge not detected alarm was emitted. Attempted force sensor calibration check and received a no cartridge detected alarm. The pump was opened and removed the piston. The piston was measured at base within specifications. The force sensor was removed from motor assembly and the force sensor plate was contaminated with a green substance. The resistance reading for the force sensor was in specifications. Evaluation revealed a battery compartment crack from threads to case seal. The display screen was faded and pink. Evaluation revealed bad force sensor calibration was low. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination on force sensor plate. This report is made based on results of investigation completed on (B)(4) 2013.